Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of black spots on the image was unable to be confirmed. During the device evaluation it was observed that there was a stain on the image due to significant breakage in the image guide bundle. Additionally, it was confirmed that the connecting tube had a dent. These findings were due to physical stress. Upon further inspection, it was observed that the forceps channel port was shaved due to physical stress. It was also observed that watertightness was lost due to pinching on the bending section cover. It was observed that the adhesive on the bending section cover was detached due to chemical or physical stress. It was also observed that the universal cord had a dent. It was observed that the forceps could not be inserted smoothly due to buckling and deformation of the channel. It was also observed that the bending angle in the up and down direction did not meet the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress: image guide protector, control unit and on the eyepiece. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the bronchofiberscope had black spots on the image and a kink on the connecting tube. The reported issues were found during maintenance of the device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps channel port was shaved, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port during insertion/withdrawal of those products, likely causing the shaved forceps. The event can be prevented by following the instructions for use which state: "bronchofiberscope bf-e2 series chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.